Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the left ventricular (lv) lead exhibited failure to capture and far p-wave over-sensing. It was previously noted that fluoroscopy was performed and confirmed lv lead dislodgement. The lv lead was capped and replaced on 29 jun 2022. Patient condition was stable.